Event description:
It was reported that the pt's device eroded through their skin. The pump and catheter were explanted and not replaced. The pt recovered without sequela. The medications being delivered via the device system were bupivicaine, clonidine, and hydromorphone.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.